Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right atrial lead had a revision scheduled after dislodgement was detected during pre-discharge by x-ray test. Loss of capture and wide sensing qrs wave were noted as a result of the dislodgement. During revision procedure the lead was explanted and replaced. No additional adverse patient effects were reported.